Manufacturer narrative:
(B)(4). The customer returned one sealed pouch of unit 5-16141 et tube , sher-I-bronch, rs, 41 fr , for investigation. Visual examination of the returned pouch revealed that the packaging is labeled for right side use while the product itself is labeled for left side use. It appears that the wrong product is in the packaging. The reported complaint of "incorrect product in package" was confirmed based upon the sample received. The potential root cause of this complaint issue is manufacturing related. A non-conformance has been initiated to further investigate and correct this complaint issue.

Event description:
Customer complaint alleges "the tube in the package is for left side use. The packaging is for the right side product." There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Photo received with the customer complaint was reviewed. The failure mode "the tube in the package is for left side" was unable to be confirmed with the picture attached. No other defects were observed. A dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Customer complaint cannot be confirmed based only on the information received. It is necessary to receive the physical device sample to perform a proper investigation and determine a root cause. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the tube in the package is for left side use. The packaging is for the right side product." There was no report of patient involvement.